Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that ten days post implant they had a right atrial (ra) lead repositioning due to a "screw came loose" and since that surgery their implant site has been "burning and stinging." They have discussed this with their physician and the physician told the patient this is normal and will take time to heal. Patient also stated they experienced hiccups for several hours. Follow-up with the patients clinic was attempted with no response. The patient was advised to continue working with their physician regarding their symptoms and concerns. The device and leads remain in use. No patient complications have been reported as a result of this event.